Event description:
It was reported that this right atrial (ra) lead exhibited a loss of capture due to an insulation damage. The physician explanted and replaced this lead. This lead is expected to return. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited a loss of capture due to an insulation damage. The physician explanted and replaced this lead. This lead is expected to return. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed outer insulation damage. This type of damage is consistent with explant electro-cautery damage. Which related to explant damage. Thus, confirming the reported insulation damage testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported loss of capture.